Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an open area on his back under an unspecified electrode. The skin condition was described as an abrasion with open skin. The patient's nurse reported that a bandage was put on the skin. Follow-up indicated that the skin irritation had improved and that no medication was prescribed.